Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect clinical code - speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced dizzy spell around 7:00 am on (B)(6) 2025. While walking in the hallway outside the bathroom, she lost her balance, fell to the floor, and hit herself. After the fall, she checked her cgm which showed a reading of 290 mg/dl. She did not do comparison via test strips as she promptly administered insulin to lower her blood glucose. Despite the incident, she was able to call 911, and emergency services transported her quickly to the hospital's emergency room. Upon arrival, she was admitted due to the injuries sustained from the fall. She had bruising on the right side of her head and knee, with noticeable swelling and pain. Diagnostic tests, including x-rays and a CT scan, confirmed that there were no fractures. While at the hospital, she was treated with one tylenol (325 mg, paracetamol) for pain relief. Additionally, she reported that the doctor administered lidocaine for her rib pain, which helped alleviate her discomfort. Later, her glucose levels were reassessed. The cgm showed an approximate reading of 200 mg/dl, while a blood glucose (bg) test showed 155 mg/dl. She stayed at the hospital for few hours (not able to confirm the exact number of hours). The patient stated that she was feeling fine and secure at her home at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid later during the event.